Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was reported that the patient used the device 24/7 and without it the pain became so severe that the patient "counted the minutes." It was noted that the patient used to only have to charge the device battery about once a week, and then approximately a year after surgery the patient began having to charge it every day or every day and a half. The reporter stated that the device was supposed to be good for seven years and wanted to know why the patient was charging it every day. It was reported that there were times when the patient programmer would not sync up with the implantable neurostimulator (ins) to be able to change settings or turn the device on or off, and it was harder and harder to keep a good signal while charging. It was noted that while charging, the device battery would get too hot "time and time again," "forcing" the patient to stop charging. It was reported that the antenna and recharger had been replaced and this had not fixed the overheating issue or problem with the signal. The reporter stated that the patient had to charge so often that it was "not just an annoyance" to have a charger strapped to her "for hours and hours every day," it was also painful. It was noted that there was nothing but skin over the ins and all of the pressure of the charger was making "an already tender area worse" and there was bruising as well. The patient wondered if this was normal or if the ins needed to be swapped out.

Event description:
It was reported that the patient had to charge every day and the ins floated around and that made it difficult when recharging. It was noted that the ins implant site was sometimes warm to the touch and could be very painful when she pushed on it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated she didn't know the circumstances that led to the issues. It never worked since implant and she didn't know how to make it work or charge or program it; she didn't know what to do about it. The patient reported she went around and around with the person at the time and it was supposed to be changed out and have one put in her neck, but they acted like they didn't know anything about it. The patient can't charge or connect with the implant. The patient doesn't have a managing healthcare provider. The issues weren't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that since implant they have always had trouble with repositioning and charging the implant. They have to reposition to charge. They used additional spacers and since they lost weight the ins slid closer to their spine. They lost 40 pounds in 2017/the last year and the ins is now sitting on top of their pelvis and if they bend/move or if they stand up straight the ins is in their rib cage and they can put their finger in between their spine. The patient also reported that the ins incision area overheats since it was implanted which their healthcare professional (hcp) is aware of. The patient reported that their implant has never done what it is supposed to do or stay charged. The patient also stated that beginning a while ago, a few months, or 3 months their implant has not been charging. There is a poor communication message and it feels like the stimulation is on but it is not on because it is not reacting or connecting to the patient programmer or recharger. The patient programmer or recharger will not communicate with the implant for a while. Patient services asked the patient to connect with the patient programmer and recharger while on the phone but the patient could not find the patient programmer and were getting a poor communication message on the recharger screen. It was unknown when the patient last had stimulation or when they last successfully charged their device. Troubleshooting done during the call included repositioning the antenna over the ins and turning the antenna dial through all 4 positions but they just received a reposition antenna icon screen. However, patient services reviewed that when the ins is not charged for a month or longer the ins goes into an overdischarge state and the patient would need to consult with a hcp to jumpstart the implant. The patient noted not having a hcp due to insurance. No further complications were reported/are anticipated.